Event description:
It was reported that balloon rupture occurred. The patient was undergoing endovascular aneurysm repair (evar). The target lesion was located in moderately calcified and moderately tortuous abdominal aorta. After the physician performed abdominal aortic aneurysm (aaa) stent grafting, a 27/7/2/65 equalizer¿ balloon catheter was utilized as a touch up balloon. However, the physician suspected that the device ruptured when it came into contact with the edge of the stent graft. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visible rupture was noted near the distal end spanning 0.2cm of the balloon surface. Both bonds were intact and no other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 27/7/2/65 equalizer balloon catheter was inflated thrice and it was on the third inflation that the balloon ruptured.